Event description:
The pt is a (B)(6) female with an admitting diagnosis of rectal polyps. She was admitted to the medical center for a planned transanal endoscopic excision of rectal adenoma on (B)(6) 2011. The pt was taken to the operating room and administered general anesthesia. The stem scope was introduced and insufflation was begun. While manipulating the scope to get a better view of the polyp, a portion of the martin arm fractured. Staff were holding the scope at the time. Upon further examination of the broken part, it was the middle stem that held the martin arm to the device that broke. The metal simply fractured in the middle of the stem. The scope was removed. No replacement available. Surgery aborted.